Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events reported for the manufacturing lot. The returned device is unremarkable. Minor bone ongrowth to the proximal coated section is noted, consistent with in-vivo use. Receipt of the explanted devices confirms the reported event. The root cause could not be determined due to the minimal information received. The reported traumatic fall is a possible root cause of the event however patient medical records would be required to confirm this. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a revision of the left hip due to peri-prosthetic fracture. Patient suffered a fall. Sales rep stated that the implant was not fractured, only the bone around the implant was fractured.

Event description:
It was reported that there was a revision of the left hip due to peri-prosthetic fracture. Patient suffered a fall. Sales rep stated that the implant was not fractured, only the bone around the implant was fractured.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.